Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was found that the issue was related to loose cable connection. The field service engineer (fse) confirmed that the customer resolved the issue, and all drawers are now working properly. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawer did not open when attempting to issue medication, and an error indicated that the drawers were offline. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.